Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under all three therapy electrode pads of the lifevest. The irritated skin was described as red. The patient was prescribed a medical lotion. Follow-up indicated that the irritation was still occurring but cleaning the electrodes and the prescribed lotion were helpful.